Event description:
A falsely elevated high sensitivity troponin I (tnih) result was obtained on a patient sample on an advia centaur cp analyzer. The erroneous result was reported to the physician(s). A second sample from the patient was drawn and run one hour later for tnih on the advia centaur cp analyzer, recovering lower. After receiving the result from the second sample, the physician(s) questioned the erroneous result. The initial sample was then rerun for tnih on the advia centaur cp analyzer as well as on an advia centaur xp analyzer, both times recovering lower than the initial result. The lower result was reported, as the correct result, to the physician(s). A third sample from the patient was then run for tnih on the advia centaur cp analyzer, also recovering lower. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated tnih result.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc). Quality control was within range several hours prior to running the sample. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse inspected the advia centaur cp analyzer and found a leaking tubing to the rinse block. The tube was repaired and tested by the cse. The analyzer was fully operational upon completion of the service visit. Inconsistent wash of the sample potentially contributed to the initial elevated result. The analyzer is performing according to specifications. No further evaluation of the analyzer is required.